Event description:
It was reported that the biomed stated that the water level showed 5 but the arctic sun device was empty, they replaced the level sensor, and the issue was still present, unit was coming in for assessment. Per sample evaluation results received via task on 27may2025, it was reported that the ac cca card has degraded due to electrical overstress.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. Root cause is covered/investigated under CAPA #1405844. Per CAPA #1405844: the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided". The device was evaluated upon receipt. The ac cca card has degraded due to electrical overstress. Ac cca card was replaced. Coin cell was replaced. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. Labeling review is not required because labeling could not have prevented this issue. A DHR review is not required as the complaint is addressed by existing CAPA. CAPA #1405844 has been opened for this failure. Refer to the CAPA for further action. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the water level showed 5 but the arctic sun device was empty, they replaced the level sensor, and the issue was still present, unit was coming in for assessment. Per sample evaluation results received via task on 27may2025, it was reported that the ac cca card has degraded due to electrical overstress.